Event description:
Per the audiologist, the patient¿s fixture failed to osseointegrate due to ¿head trauma¿ and fell out. Reimplantation is planned, but had not taken place at the time of this report.